Event description:
It was reported that a half day infusor had particulate matter in its bladder. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot 14d063 was manufactured between april 29, 2014 and may 1, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated for the reported event. A visual inspection was performed (via the naked eye) noted solid white particles floating in the fluid of the reservoir. The particles found were identified to be silicone rubber material via ft-ir spectrophotometer scanning. Functional test is not applicable for particulate matter condition. The origin or cause of this particulate was unable to be determined with the provided information. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.